Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the pump not working. A patient outcome was not reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.